Event description:
The customer tested her blood glucose using her contour and elite meters. The contour read 311 mg/dl, while the elite read 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 4mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.